Event description:
Catheter sheared off in pt, and the doctor was unable to retrieve it and the pt was sent to surgery to remove the sheared piece.

Manufacturer narrative:
The actual failed sample was received for eval and the reported issue was confirmed. Based on the inspection of the complaint sample, the investigation determined the most probable root cause for the catheter sheer was due to a retracting of the catheter through the needle assembly. The angle of the sheer and the edges of the catheter are indicative of the characteristics of a sheer that occurs from retracting the catheter through the needle assembly. Per the warning provided in the dfu, the catheter is not to be withdrawn or pulled back through the needle at any time.